Manufacturer narrative:
Date of event is estimated. The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference #: 1627487-2020-48366. It was reported the patient was experiencing ineffective therapy because the lead was implanted too low to capture the target pain area. The physician could not move the lead up higher due to existing hardware therefore the system was explanted.